Event description:
Related manufacturer report number:2916596-2022-01836. Related manufacturer report number:2916596-2022-01599. It was reported that the patient was transferred to the intensive care unit (ICU). They presented with shortness of breath (sob), pneumonia, and pulmonary edema. There was a twisted driveline. The heartmate 3 system controller and heartmate 3 modular cable were exchanged after which the pump speed returned to 5800 rpm. A review of the log files revealed the date this event first occurred couldn't be determined because both log files are filled with lvad fault events. The oldest date in the event & periodic log files was (B)(6) 2022 so this event occurred on an unknown date prior to (B)(6) 2022. The lvad faults were the result of a communication error. This resulted in the actual pump speed defaulting to the default speed of 5000 rpm. Additional information revealed the patient was intubated for previous concern for pneumonia. Now the increased lvad output will hopefully alleviate the pulmonary edema. The photo of the driveline shows the twisted driveline. This is caused by the patient repeatedly rotating the controller 360 degrees.

Manufacturer narrative:
Main investigation conclusion the reported event of a kinked modular cable was able to be confirmed. The modular cable (lot number: 7411319) was returned for analysis, and a log file was submitted for review. A review of the submitted log files showed events spanning approximately 11 days ((B)(6) 2022 per timestamp). There were no other notable alarms in the log file pertaining to the reported event. Pump operation was not affected. An additional log file was submitted following the controller exchange. A review of the submitted log files showed events spanning approximately 4 days ((B)(6) 2020, (B)(6) 2000, and (B)(6) 2022 per timestamp). Events captured on (B)(6) 2000 took place when the clock was not set; therefore, the exact date and times were unable to be accurately recorded. The driveline was connected on (B)(6) 2022 at 00:01:11 and the clock was set to (B)(6) 2022 at 14:16:40. There were no other notable alarms in the log file. Pump operation was not affected. The modular cable was also connected and functionally tested with a test heartmate 3 system controller in the labs at abbott and was found to operate as intended. The modular cable was cut to inspect the underlying layers. The wires were found to have multiple kinks. No other damage was found and no further testing was conducted. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 2 entitled ¿system operations¿ and heartmate iii patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate 3 lvas IFU, rev. C, and patient handbook, rev. C, are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3." In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the modular cable (lot number: 7411319) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.